Event description:
It was reported that there were 706 short v-v intervals, and impedance had decreased from 853 ohms to 320 ohms. The lead was explanted and replaced. No patient complications were reported as a result of this event.